Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion and a posterior lumbar interbody fusion at l4-5 by mixing rhbmp-2/acs with autograft and placing the mixture inside peek cages. Subsequently, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with lumbar radiculopathy, lumbar spondylolisthesis and underwent the following procedures: l4-l5 transforaminal lumbar interbody fusion using guidance and instrumentation; fusion l4-l5 with bone morphogenic protein.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.